Event description:
It was reported that a chemo therapy set was damaged in that one of the spikes and roller clamp were not fixed to the set. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the spike and the roller had separated from the tubing. The cause of the condition was determined to be due to a manufacturing issue. To address this issue, the production process was updated and awareness training was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) a request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.